Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxplus pressure rated extension set with needleless. Connector and y-site was damaged. The following information was received by the initial reporter with the following verbatim: we've received the following complaint form our clinical staff when using your mpx5301-c, please advise: we have recently found several IV adapters in sds that are leaking with suspected hole/tear in the line. Customer response: 1. Kindly provide the date of event. There were 3 different occurrences over the last week, the most recent being friday (B)(6) 2024. 2. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. There was no harm caused to the patients that we are aware of. All 3 adapters were found to be leaking once they were attached to a patient and IV fluids were infusing.

Manufacturer narrative:
It was reported by the customer that found several IV adapters are leaking with suspected hole/tear in the line. Two photos of the product packaging were received for quality evaluation. Photos of the product failure was not provided and therefore the customer complaint of component damage - leak could not be verified. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
Material: mpx5301-c batch#: 24089052 it was reported by the customer that found several IV adapters in sds that are leaking with suspected hole/tear in the line. Verbatim: rcc received a complaint via email. Email(s) attached, we've received the following complaint form our clinical staff when using your mpx5301-c, please advise: we have recently found several IV adapters in sds that are leaking with suspected hole/tear in the line. Customer response: 1. Kindly provide the date of event. There were 3 different occurrences over the last week, the most recent being friday (B)(6) 2024. 2. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. There was no harm caused to the patients that we are aware of. All 3 adapters were found to be leaking once they were attached to a patient and IV fluids were infusing. 3. We received only 2 pictures, if possible, could you please provide all pictures for investigation. I don't have any other pictures other than the ones that I sent you. 4. Kindly confirm any physical sample if available for investigation? If yes, please provide the address of the facility for us to ship the return label? I do have the last adapter that we found to be leaking in my office. It's in a biohazard bag, as it was used on a patient. Let me know if you would like to pick up. 5. Kindly provide the batch/lot number of the product.